Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 53mg/dl. Troubleshooting was performed. The drive support cap was flush. The customer stated that her blood glucose was going up and down and she was told that her high blood glucose was due to dinner and she may have injected too much insulin, which caused her blood glucose going low. The caller also requested assistance with blood glucose meter to be sure it was programmed the ID correctly. No further information was provided.